Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon attempting to insert a thermistor foley catheter into the patient, the balloon was found defective. The balloon could be inflated but was difficult to deflate it to insert.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. Visual evaluation of the returned photo sample noted one opened (without original packaging), lubri-sil i.c. Complete care temp sensing 350ml meter single level foley tray with statlock. Visual inspection of the photo sample noted the catheter balloon inflated. The reported failure difficult to insert could not be evaluate due to poor photo sample condition therefore, this investigation is considered inconclusive. A potential root cause for this failure mode could be ¿inadequate pressure on the machine to punch¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "bard® ez-lok¿ sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok¿ sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock¿ foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed" correction: d,h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon attempting to insert a thermistor foley catheter into the patient, the balloon was found defective. The balloon could be inflated but was difficult to deflate it to insert.